Event description:
It was reported to philips that gave an error indicating the image hard disk drive was low on free space, which can impact imaging. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred during vascular diagnosis procedure and the procedure was completed (as planned) by restarting the system. It was reported that the image hard disk drive was low on free space, which can impact imaging. Upon further inspection, philips remote service engineer (rse) confirmed that the system has same error message after deleting multiple exams. Fse confirmed the issue and replaced the hard disk spare part. After the replacement of hard disk spare part, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If image hard disk drive was low on free space, which can impact imaging issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.